Manufacturer narrative:
Device issue with inomax dsir# (B)(4). The device investigation was completed on 11-sep-2015. The regional service center (rsc) service log review revealed a failed nitric oxide (no) cell alarm, which immediately followed a failed low no cell calibration: high point: 1152 counts, low point: 1535 counts. The service log review revealed a delivery failure (df) alarm raised. Elevated low point counts during the calibration were consistent with a misbehaving no cell with the elevated counts possibly contributing to the df that occurred prior to the failed low calibration. The rsc also experienced the reported complaint of a failed no cell alarm at bootup and replaced the no cell. The rsc did not experience a df alarm during service. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this report was no low calibration low counts above maximum. This condition will be tracked and trended under the company's quality system. This case did not result in an adverse event/serious adverse event; however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00022).

Event description:
On (B)(6) 2015, a healthcare professional in the united states spoke with the company regarding a failed no (nitric oxide) sensor with inomax dsir# (B)(4). The device was in use on a patient at the time of the device issue and no adverse event had been reported. She explained that the device issue occurred with inomax dsir# (B)(4) on the previous shift and was replaced with a backup unit (serial number was not provided). She performed a low and high no calibration and both failed. A switch out was requested. Inomax dsir# (B)(4) was removed from service and returned to the company for service investigation.